Event description:
It was reported "the patient was implanted with a catheter on (B)(6) 2023, and was scheduled to be extubated on december 27, the extubation process was smooth, and after extraction, the catheter remained in the body with 15cm." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported "the patient was implanted with a catheter on (B)(6) 2023, and was scheduled to be extubated on (B)(6), the extubation process was smooth, and after extraction, the catheter remained in the body with 15cm." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was a segment of a groshong catheter. Use residue was observed throughout the catheter. The segment included the 15cm depth marking to the distal end. The catheter exhibited an irregular fracture just proximal to the 15cm depth marking. Tactile evaluation of the sample revealed abundant tensile weakness throughout the catheter segment. Regions of necking and discoloration were also observed. Microscopic inspection of the fracture revealed a sharply defined, granular fracture surface. An elliptical cross section of the fracture was also observed. The regions of material necking, discoloration, and fracture features were typical of material failure due to tensile stress. These observations were consistent with the event description which suggested the catheter broke during removal. This complaint will be recorded for future trending and monitoring purposes.